Event description:
The plaintiff's attorney alleged that the descendent experienced a cardiovascular event between (B)(6) 2011 and (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR #1225714-2014-05416, 1225714-2014-05417, 1225714-2014-05418 and 1225714-2014-05419.